Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 02 apr 2026, senseonics was made aware of an incident where user was experiencing connection issue between sensor and transmitter, which led to an early sensor removal.